Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that main lamp does not ignite but spare lamp does work was due to overheating and a problem at the time of the lighting. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with tac, the customer explained that the main lamp also turns off and was recently changed with only 100 hours on it. The customer was advised to change the lamp out if it continues to happen. It was also suggested that the issue could also be due to overheating as the users apparently do not power down the device between cases. A case number was provided and the customer will follow up with updates. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac) that the xenon light source emergency lamp turns on by itself. There was no delay or patient harm associated with the event.